Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the large suturecut needle driver instrument was found to have a frayed/damaged cable. There was no report injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The patient was not injured. Instrument was not inspected prior to use. No fragment fell.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The large suturecut needle driver instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection did not find any abnormally sharp or damaged components that could have contributed to the cable breaking.